Manufacturer narrative:
H.6. Code c19: a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The device was discarded at the facility and is not available for analysis. Please note that devices implanted on the right side were reported separately and covered in the manufacturer report number: 3007284313-2023-02886. E2402 was used to cover: the patient presented with fever and other symptoms, and was diagnosed with stent grafts infection. Reportedly, there was no infection prior to the stent graft implantation. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with active systemic infections. Reportedly, there was no infection prior to the stent graft implantation. However, the patient was in need of periodic ureteral stent replacement and had occasional urinary tract infections. According to the physician, this may have been a contributing factor to the stent graft infection. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoprosthesis infection and conversion.

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The plc141000j/ 17717235 was implanted on the left side. In (B)(6) 2023 (date unknown), the patient presented with fever and other symptoms, and was diagnosed with stent grafts infection. Reportedly, there was no infection prior to the devices' implantation. On (B)(6), 2023, all stent grafts were removed, and conversion to replacement with vascular grafts was performed. The physician reportedly stated as follows: the patient was in need of the periodic ureteral stent replacement and had occasional urinary tract infections. This may have been a contributing factor to the stent grafts infection.

Manufacturer narrative:
A review of the manufacturing record for the device verified that the lot met all pre-release specifications. The device discarded at the facility and is not available for analysis. A review of the sterilization records for the device is going to be conducted. The investigation is in process. Please note that devices implanted on the right side were reported separately and covered in the manufacturer report number: 3007284313-2023-02886. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.